Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. No unexpected rewind anomaly was noted. The piston functioned properly during testing and the motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose at time of incident was 166 mg/dl. Customer stated he rewind to get a new infusion set but the piston retracted but it does not move. Customer was advised that pump will be replaced.